Manufacturer narrative:
This information is based entirely on journal literature and the subsequent follow up information obtained. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Referenced article: ¿transvenous biventricular defibrillation can improve defibrillation threshold.¿ pace. September 2004. Vol. 27; pages 1327-1328. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding this patient's implantable cardioverter defibrillator (ICD) system. The article reported that the patient developed chest pain and respiratory distress after ICD implantation. Upon investigation, a pulmonary embolus was found. Testing of the ICD was done, and external defibrillation was needed, due to failed inductions. The patient was put on medication while awaiting device revision. The article further explains that a new lead was implanted and the original lead was capped. Successful defibrillation was performed. Additional information was obtained through follow up with the company representative who provided the serial numbers of the device and lead. The device and replacement lead are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.